Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that insulin was leaking past the o-ring of the reservoir. Customer stated that he noticed leak in reservoir when trying to correct a high blood glucose level. Blood glucose level reading was 140 mg/dl. No further information to report.